Event description:
Healthcare professional reported a "voluntary recall on textured silicone implants". Additionally healthcare professional reported "(intact, baker 3)". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a right side "voluntary recall on textured silicone implants". Additionally healthcare professional reported "(intact, baker 3)". Device has been explanted.

Event description:
Healthcare professional reported a right side "voluntary recall on textured silicone implants". Additionally healthcare professional reported "(intact, baker 3)". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: deformation is observed. Wear abrasion is observed. No further actions are required as the device was implanted.